Manufacturer narrative:
Block h6: imdrf device code a0902 captures the reportable event of gauge reading inaccurate.

Event description:
Note: this report pertains to one of five alliance inflation syringes used during the same procedure. It was reported to boston scientific corporation that five alliance inflation syringes were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During the procedure, the technician opened a box of five syringes and tried to inflate the balloon using five syringes. However, the needles in all syringes were stuck at 0 and did not move even when the balloon could be inflated. As a result, the technician could not determine the exact atmospheric pressure at which the balloon was inflated due to the needles in each gauge not working properly. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.